Manufacturer narrative:
Additional information was received on 09/24/2025 and section h11 should be reported as: model number and catalog item identifier was updated.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged asthma (new or worsening), reduced cardiopulmonary reserve and cardiac arrest, respiratory tract irritation and inflammatory response. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.